Manufacturer narrative:
Additional information: d10, h3, h6 upon receipt, communication could not be established between the device and the programmer due to the depleted battery. A longevity calculation was performed using default settings. The calculations showed the battery depletion was premature. The device passed the automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The cause of the battery depletion could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. Further investigation showed that the device has not been interrogated since shortly after implant in 2018. Premature battery depletion is suspected. The device was explanted and patient was stable.